Event description:
It was reported to medtronic minimed that the customer reported cracked on the battery tube threads. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and there was no functionality impact. No harm requiring medical intervention was reported. Mmt-1884l was requested and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with broken battery tube threads. The following were noted during visual inspection: minor scratched display window, missing window display cover, cracked lcd window, scratched case, cracked case at corner of belt clip rails, cracked case at battery tube side, scratched keypad overlay, texture damage at keypad overlay, pillowing keypad overlay, partially broken retainer, faded serial number label, and cracked keypad overlay at select, up, down, left, right button. The test p-cap locks properly into the reservoir compartment during testing. Cosmetic damage- cracked battery tube threads confirmed at the back of the pump. Cosmetic damage-retainer ring damage confirmed. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.